Manufacturer narrative:
Device lot number not available as the site discarded the part before the lot number could be documented. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. The issue was resolved by replacement of the clamp.

Event description:
A medtronic representative reported that the spinous process tall clamp would not close properly. No patient was present during the time of the reported incident.

Manufacturer narrative:
Additional information: a medtronic representative reported that the clamp was not able to grapple firmly to the patient's spinous process. The surgeon could not use the instrument during surgery.